Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During this initial procedure and post polymer fill, an angiogram showed evidence of a type ia endoleak. The physician elected to balloon the system, which reduced the leak but did not resolve it completely. The post CT imaging showed the position of the main body to be lower than the intended landing zone (1cm below the renals). The case was concluded with a small leak still present, and the patient will be monitored. There have been no additional patient sequelae reported.

Event description:
An ovation ix abdominal stent graft system (sgs) was implanted to treat an abdominal aortic aneurysm. Reported the aortic body landed in the intended position (markers 1cm below the ir). There were no anomalies observed during the manipulation of the device. The angio post-polymer fill identified a type ia endoleak. The sgs was ballooned and the endoleak was reduced. The physician decided to monitor the patient and see if the endoleak would resolve on its own. Approximately 1 (one) month later post-op, the computed tomography showed that the type 1a endoleak was still present. The patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type ia endoleak one month post the initial implant. The intraoperative type ia endoleak left untreated is unconfirmed due to lack of relevant medical records/images. Device, user, or anatomy relatedness of these events could not be determined. Procedure related harms identified was a type ii endoleak. Contributing factors for the type 1a endoleak was most likely the untreated type ia endoleak at the conclusion of the initial implant and type ii from lumbar arteries (cautionary product use); however, a definitive root cause cannot be determined. The final patient status was reported to be under surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.